Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01321. Follow-up identified the patient's scs system was revised and both of the leads were replaced. Additional follow-up identified a sjm representative met with the patient for programming and stimulation was reportedly restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01321. It was reported the patient had a migrated lead that resulted in loss of stimulation therapy from her scs system. The patient had x-rays taken and the physician stated the leads had migrated from t8-t9 to the c6 vertebral region. Surgical intervention is planned for a later date to address the issue.